Event description:
The reporter contacted animas on (B)(6) 2015 alleging that on (B)(6) 2015, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the 400 mg/dl range with accompanying symptoms of extreme thirst, headache and abdominal pain. The reporter confirmed that the patient did not receive any treatment above or beyond the usual routine of diabetes management. Troubleshooting by animas customer support revealed the pump was not calculating recommended bolus amounts correctly. The basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy and the pump was determined to not be calculating the recommended bolus amounts correctly.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: review of the pump history did not reveal any errors, alarms or warnings related to the complaint. On investigation, the pump was exercised for 24 hours with the occurrence of errors, alarms or warnings. An ez-bg bolus and ez-carb bolus were manually calculated; the pump returned the same, correct calculation of units. Investigation found the pump¿s bolus calculation features to be functioning properly. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications without malfunction. Investigation did not duplicate the complaint.